Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and failure analysis investigations replicated/confirmed the customer reported complaint. Failure analysis found the primary failure of broken blade to be related to the customer reported complaint. The instrument was found to have a blade broken. The blade broke at roughly 0.206¿ from the base. The broken piece was not returned.

Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure, the harmonic ace instrument blade broke and a fragment fell inside the patient. It was confirmed that the fractured part was completely removed and no fragment remained in the patient. The procedure was completed using a backup harmonic ace with no further issue reported. Isi followed up with the initial reporter and obtained the following additional information: the fragment was retrieved by the surgical assistant using an unspecified clamp. All fragments were confirmed to be retrieved by the nurse. There was no additional surgical procedure and no post-operative tests performed. The instrument was inspected prior to use with no damage observed. An hour into the procedure, the instrument broke while dissecting. There was no issue with instrument functionality prior to the break and no instrument collision. The instrument was not removed during the procedure prior to the break. Upon final removal, there was resistance through the cannula, no damage to the cannula, and no further damage to the instrument. The patient has not returned to the hospital due to post-surgical complications.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Although the complaint was not confirmed by failure analysis since the instrument was not returned, the information gathered indicates that the device may have contributed to the customer reported issue. A review of the provided image was performed by an intuitive surgical, inc. (Isi) regulatory post market surveillance analyst and it was consistent with a fractured blade. Root cause of the failure mode cannot be confirmed without the returned device.